Manufacturer narrative:
The device was returned to olympus repair center for the evaluation and the following reportable malfunctions were identified during the device evaluation: failed water leak test due to cracked video connector. Based on the results of the investigation, a root cause of white balance could not be identified as the problem was not confirmed and the most probable root cause of the failed water leak test was due to faulty video connector that traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited failed water leak test due to cracked video connector. There was no patient involvement.